Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had a change in therapy effect. It was noted there were adhesions around the catheter. It was reported that patient was not getting relief at all which was different than previous times. It was noted that the patient's hcp tried to remove spinal fluid and nothing came thru so the hcp thought the catheter was kinked however they determined bound severely with adhesions. It was noted that they "cut a piece off to pull and attach the connector again". It was reported that this occurred (B)(6) 2014. It was reported that the patient thought they were not getting good relief thinking they just needed to increase. It was noted that x-ray did not see any kinks. It was reported that the patient was not getting any relief from pain. It was noted that the patient was filled (B)(6) 2014 and all of a sudden the patient was not getting pain relief. It was reported that the patient was using all the boluses each day still was not helping so patient went to hcp. It was noted that the patient is good now.

Event description:
The patient reported a kinked catheter. The report was confirmed. At their last refill on (B)(6) 2014 they noticed they were not getting much medication. Their healthcare provider (hcp) also changed the bolus amount from 8 to 6. Their hcp took an x-ray ¿last wednesday¿ to check for a kink and no kink was shown on the x-ray. The hcp aspirated the catheter and nothing came out. The hcp stated that the catheters were not supposed to kink. The hcp stated that the x-ray did not indicate a kink but ¿there must be so they were going to have to do surgery¿. The patient stated the pump was helping a little. They felt it and knew it was helping, but not as much as before. The patient stated that they were not getting the same dosing as they were before, and an underdose was reported. At the last refill they added bupivacaine to their pump, and the medications infused were fentanyl and bupivacaine. The patient stated that the last time they went to have it refilled there was 4 ml drawn out and their hcp put in new medication. One week later it was not giving the patient good relief. They called in three days prior to the report to troubleshoot, and they gave them a bolus and no relief. The bolus was noted to have gone through. The patient stated they normally get an itching across their nose when medication is delivered. They felt a slight itching on their nose and a slight warming in the legs, and they knew they were getting some medication. The patient reported that a few weeks ago they were getting a denied bolus when it was time for a bolus. The patient requested a bolus and it said they had two hours left when they clearly knew it was over four hours. The patient stated they thought there was something wrong with the pump. They were trying to avoid having surgery to have the pump fixed. The patient stated their hcp felt the catheter was kinked and wanted the patient to go through surgery. The patient stated they did not think the catheter was kinked because they gave themselves two boluses last night, and they had been itching on their nose and torso for an hour and a half. The patient reported the fentanyl caused itching and had always caused itching. The patient got symptom relief so they felt they got medication. The patient wondered if when they were up walking around if ¿something was pinching the catheter because it does not seem to be a problem when they were lying¿. The patient reported symptoms of not having pain relief. They stated that they usually know if they were getting medication because not only do they get symptom relief, but they could feel their leg getting a little warm and they get some itching. The patient stated that bupivacaine had been added to the pump two refills previous and they were getting great relief. The patient reported their pump was malfunctioning because they had four instances of having their bolus denied when they felt it should not have been. The patient reported they had problems with bolus requests which started since their last refill on (B)(6) 2014. A healthcare professional (hcp) later reported that they would be performing a catheter revision on (B)(6) 2014. They stated that the catheter was confirmed to be kinked. They stated that there was nothing wrong with the pump at all. They ¿thought that the bolus issue had something to do with the catheter being kinked¿. They had no additional information or supporting documentation for this.